Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen was dark, and charging connection was not recognized despite trying multiple wall adapters, which led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer was eventually able to charge pump using different non-tandem charging cable and wall adapter, received tandem replacement charging supplies as a goodwill order, was educated on battery best practices and pump functions after shutdown, was able to upload pump data, and was instructed to monitor system and call back if issue persisted.